Manufacturer narrative:
The received device had the cannula assembly fully deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The exposed portion of the soft cannula was observed to be bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. It also could not be determined if this damage interfered with the pod's ability to pass fluid through the complete fluid path during the investigation due to the fact that a fluid leak was discovered coming from the bottom corner of the reservoir, on the opposite side of the fill port. It could not be conclusively determined when this damage occurred. Lack of internal corrosion, paired with the pod's download data suggests that this damage did not have an effect on the pod's functionality during use.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following. Correction 22 units, 00:23 14.2mmol/l (255.6 mg/dl). Correction 5 units, 01:19 21.6 mmol/l (388.8 mg/dl), 01:24 ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the abdomen.